Manufacturer narrative:
The previously submitted medwatch report was found to be a duplicate of the medwatch report # 1644487-2010-01017.

Event description:
An article titled "vagus nerve stimulation in children with drug-resistant epilepsy: age at implantation and shorter duration of epilepsy as predictors of better efficacy? " was published and the abstract was reviewed, which included adverse events involving 4 vns patients. One child had a wound infection three weeks after implantation requiring intravenous antibiotics and eventually replacement of the vns device. In 3 other patients, a lead break necessitated re-intervention. The manufacturer report # 1644487-2015-06250 involves the patient who presented infection three weeks after implant. The manufacturer report # 1644487-2015-06251 involves the first patient who underwent surgery due to lead break. This manufacturer report involves the second patient who underwent surgery due to lead break. The manufacturer report # 1644487-2015-06253 involves the third patient who underwent surgery due to lead break.